Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug. It was reported the patient had a poorly healing wound at the site of the pump in the abdomen per the medical doctor. The hcp stated the poorly healing wound didn¿t appear to be infected. It was unknown what factors might have led or contributed to the issue. It was unknown what troubleshooting/diagnostics were performed. Surgery would be planned in the future to explant the old pump and place a new system; the issue was not resolved at the time of the report. Additional information received from the representative reported the device was going to be removed on (B)(6) 2016. The hcp stated he would be attempting to explant the full system and then ¿run patient¿ and implant new system placing pump on the others side of the abdomen.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.